Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Patient had labral repair of the gleno-humeral joint of the shoulder on (B)(6) 2012. On (B)(6) 2012, the patient complained of pain and swelling in the location of the implanted screws. Two bioraptor 2.3 pk anchors and a biceptor pk screw (B)(4) were used during the procedure. Upon initial evaluation and in the opinion of the operating surgeon the patient appears to have had an allergic reaction to the peek material. The patient then presented to an allergist. The allergist taped a peek sample to the patient and an obvious local reaction was identified. This reaction was not identified to smith & nephew by the surgeon. The surgeon is considering a CT scan to investigate the implants. Depending on the outcome of the allergy test and CT scan, removal of the implants may be necessary. Patient had follow-up procedure on (B)(6) 2012 however no further information is available at this time.